Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, the atrial lead demonstrated elevated pacing impedance and noise. No intervention was performed. The patient¿s status was unknown.

Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, the atrial lead demonstrated elevated pacing impedance, and noise appeared to be ventricular pacing spikes observed on the ra lead. No intervention was performed. The patient¿s status was unknown.